Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The target lesion was located in the mid right coronary artery (rca). The 3.0x20mm taxus liberte stent delivery system (sds) was advance to the lesion but could not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "good". However, analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal stent damage. On row 1 the struts have misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factor. (B)(4).